Event description:
It was reported that during implant a stable position was not able to be obtained for the replacement right atrial (ra) lead. The ra lead was attempted but not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694965 lead, (B)(6) 2006; 5076-52 lead, (B)(6) 2006. (B)(4).